Event description:
The customer called lfs in 2002 alleging that the customer's one touch meter was reading inaccurately high. According to the documentation by ccr, the customer was taken to the hosp for low blood sugars. The customer mentioned that customer was not sure if the meter was at fault or if it was off. In 2001 pt passed out, while on the phone with a family member, and was treated by emt and transported to the hosp. The day of the incident, the customer tested on ultra meter and got a result of "179" in the morning. Later that day, after lunch the customer got a blood glucose reading of "115". The customer mentioned that customer had no symptoms and was feeling fine. While on the phone with a family member, the customer started feeling "low, shaky, and sweating" and passed out. A family member called the emt and the customer was treated with IV glucose. The customer was taken to the hosp because the customer's heartbeat was up. Originally they were going to keep the customer at the hosp overnight, however, the customers's temperature was at 93 c. The customer was released from the hosp 4 days later. Hosp ran a "head scan" and other tests to rule out any chances of a stroke. The customer explained that the customoer was taken to the hosp because of the increased heart rate and not the low blood sugars. Medications were not altered as a result of the incident.